Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had been experiencing intermittent yellow battery alarms despite having fully charged batteries. The suspect system controller was exchanged and the pt remains on lvad support with no further issue reported.

Manufacturer narrative:
(B)(4). The sample was discarded therefore, no evaluation was performed. The lot number is unknown, therefore, a batch review cannot be conducted. Should additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Check lines and bags was not confirmed in the lab due to a lack of sample. No lot number is known therefore a batch review cannot be performed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Global technical services received a patient call regarding a check lines and bags alarm on the homechoice (hc) unit during use. The technical service representative (tsr) assisted the home patient to resume therapy. During a follow up call on (B)(6)2010, the patient's daughter indicated the home was in the hospital to have a shunt placed for hemodialysis therapy. The daughter indicted the patient was having issues with "lining' (unidentified) leading to complications with peritoneal dialysis therapy. A follow up call was made to the facility nurse on (B)(6) 2010. The nurse stated the patient had advised the clinic about the issue but that they were able to start over with new supplies. The nurse was unable to provide information regarding the alarm. Reportedly, the patient went to chicago and while there she was hospitalized. The nurse indicated they believe the patient had issues related to membrane failure or a tear in the membrane. The patient was hospitalized on (B)(6) 2010 and was released (B)(6) 2010. The patient was moved to hemodialysis. The nurse and nephrologist indicated the patient was under a lot of stress but were not sure stress contributed to the hospitalization. The nurse saw the patient recently, and the patient indicated she was doing fine and wanted to return to pd. The nurse said that the membrane issue seems to be a reoccurring issue with the patient. In the past, the patient has been transferred to hemodialysis then returns to peritoneal dialysis (pd). The nephrologist has indicated if issues occur again the patient will likely be maintained on hemodialysis. Information received from baxter's global pharmacovigilance (gpv) on 23sep2010 indicates: on (B)(6)2007, the patient began pd therapy. At the time of the event, the patient was performing pd therapy with 12l of pd4 ambuflex nightly and with a final fill of 2.4l of extraneal. The nurse stated the patient remained dry for 8 to 10 hours during the day. On an unknown date in 2010, the patient developed a peritoneal leak. At the time of the event, pd therapy was temporarily stopped and the patient was started on hemodialysis. On an unknown date in 2010, the peritoneal leak was resolved and the patient resumed pd therapy. In (B)(6)2010, the patient developed edema in her torso and legs. On (B)(6)2010, the patient was hospitalized for edema in torso and legs. Admitting diagnosis was a peritoneal leak. Pd therapy was permanently discontinued and the patient had a shunt surgically placed for hemodialysis. On an unknown date while hospitalized, the patient began hemodialysis. At the time of this report, the nurse did not know if the patient remained hospitalized or if she was discharged from the hospital. Outcome of the edema in her torso and legs and for the peritoneal leak was unknown.